Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image failure was caused by a faulty patient circuit board. However, the definitive root cause of the faulty patient circuit board could not be determined. The patient circuit board has the scope control function and video signal processing function. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegations of no image was confirmed. After further review, it was also found that the video connector pin was bent. It was recommended that the old version of the main switch be updated from 3.01 to version 4.10. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that there was no image received when the evis exera iii video system center was plugged in. There were no reports of patient involvement.